Event description:
Patient #1: situation: adolescent patient s/p laparoscopic right ovarian cystectomy under general anesthesia today in wpors reported to pacu nursing postoperatively that she was aware during her surgery. Background: patient was assessed in pacu by anesthesia staff with patient's mother at bedside. The patient reported various aspects of the progression of procedure itself (reported abdominal prep solution and sharp sensations/pain and tugging inside her abdomen but inability to move). Procedure was from approximately 10am to 2pm on june 2 (under both inhalational sevoflurane and IV propofol infusion for anesthesia). Baxter pump used during the procedure for propofol infusion has been removed from the or setting and given to anesthesia techs to be given to clinical engineering. Requesting baxter pump log for this patient¿s procedure. There were two pumps in the or and both were removed due to being unsure of which one was used during this procedure. Patient #2: patient was receiving remicade infusion and when rate increased from 150 to 250 it was noted that the bag was still almost full when it is usually half empty. Pump was dripping but seemed to be at a slower rate than that to which it was set. Infusion switched to a new pump and pump taken out of service. Patient #3: baxter sigma pump infusing propofol from a vented vial with macro tubing. Intraoperative anesthesia team noted air in propofol infusion line tubing both above and below the pump with the pump still running despite the tubing being filled with all air. At no point did the pump alarm to indicate air in line. This is extremely dangerous as this pump would have continued to push air into the patient and would have caused an air embolism. Luckily this was caught before the air in the line reached the patient due to the vigilance of the team. Pump taken out of clinical care, given to anesthesia techs. Patient #4: baxter IV infusion pump had been running fentanyl for ICU patient. A new bottle had been hung at 1820 on prior shift. This rn checked the bottle at 0130 and it had been full. There had been no upstream or downstream occlusion alarm from the pump to alarm staff the patient was not getting the fentanyl infusion. The IV line was checked for kinks and none were notable. IV pump was removed for management. Patient #5: baxter infusion pump was occluded by kink tube above pump. No alarm. We then clamped the tubing as a test (no drips seen) for 15 min. No alarm occurred. Pump running 150ml/hr. Patient #6: precedex was running in the pump, went to change the bag and realized the bag was full even though the pump said it was running. Patient #7: rn expected fentanyl drip to be almost empty due to infusion rate. Went to change bottle (in lock box) and found the bottle full. Rn reports no alarms sounded. Pump removed and sent to clinical engineering to be interrogated. Patient #8: 11:00 patient was clearing methotrexate and requiring continuous sodium acetate to alkalize urine. Pump had beeped infusion complete when there was still about 700ml of fluid left in the bag. Upon further investigation, the pump was recording that fluids were running, but bag was not actually dripping. Looking at the mar, last bag was hung at 1am and pump beeped at around 11am saying infusion complete. This would mean that patient did not get this important medication for about 10 hours. This caused patient to have acidic urine and require medical intervention. No permanent harm done.